Event description:
Update per (B)(6) 2021: doctor called and explained the event. He stated that the implant would not go into the osteotomy and also would not reverse and in the process two drivers were damaged. As a result, he had to use a forcep to manually remove it from the patient's mouth. He placed another implant in the same procedure.

Manufacturer narrative:
Based on the additional information received, the event of implant not going into the osteotomy and also would not reverse in the process is likely due to the osteotomy being underprepared and is not likely to cause or contribute to a serious injury or death if it were to recur. There is no allegation against the implant therefore this event is considered a user error and not serious injury since another implant held in stock was placed in the same procedure. As a result, this event is not reportable. Please accept this retraction for the prior submission MFR-0002023141- 2021-00276, submitted on (B)(6) 2021, which is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that implant would not lift from bone after placing and needed to be cut to remove at #19. Implant removed. Patient to return for future implant placement. As a result of the event no injury to the patient was reported.